Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual inspection identified that the screw head has been stripped inside of the body and so the body could not be separated from the stem. There are some indentations to the stem attached to the body. The driver had fractured at the tip and there are visible wear lines on the shaft. Additionally, the features of the fracture surface visually align with torsional overload fracture failure mode. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. The complaint is confirmed based on the returned fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D10: cat# 31-301300 lot# zb140401 arcos con sz a std 50mm trl. Cat# 11-300816 lot# 65960765 arcos 16x150mm spl tpr dist. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a right hip procedure, the proximal body trial was stuck on the distal stem. While trying to loosen the set screw of the proximal body, the set screw driver broke. A slaphammer was used to remove the trail from the stem. The case took an extra two hours to remove the trial from the stem. A different stem was used to complete the procedure. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Event description:
It was reported that during a right hip procedure, the proximal body trial was stuck on the distal stem. While trying to loosen the set screw of the proximal body, the set screw driver broke. The case took an extra two hours to remove the trial from the stem. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: unk stem; unk trial proximal body. The customer has indicated that the product will not be returned to zimmer biomet for investigation as is location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.